Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect these attached electrodes pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads and device were not returned to zoll medical corporation for evaluation. A retained sample investigation was conducted; the customer's report was not replicated or confirmed. The electrode pads were put through extensive testing including functional testing without duplicating the report. Analysis of reports of this type has not identified an increase in trend.